Manufacturer narrative:
Additional information: d9, h3, h6 and h11. H11: the device was received for evaluation. During functional testing, the reported problem "improper shutdown" was not reproduced. The device was received with tape over the battery contact pins and a battery alert occurred. Once the tape was removed, the device was able to charge the customer's battery with the customer's ac power adapter without failure. A test infusion was ran to depletion with the device and customer's battery and the pump did not power off without warning during use. A review of the event history log revealed ¿improper shutdown!¿ message. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The cause of the condition was undetermined. No device correction was required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had an improper shutdown. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.